Event description:
The account reported that the erbe equipment [i.e., erbe system: argon plasma coagulator (apc) model apc 300 with an electrosurgical unit (esu/generator) model icc200 e/a, part number 10128-205, and serial number (B)(4)] was involved in a pt incident. The apc/esu system was used in a colonoscopy on a polyp. Upon argon plasma coagulation, two (2) micro-perforations were detached at the cautery site (cecum). The pt underwent a bowel resection to address the situation.

Manufacturer narrative:
An offer was made to the medical center to have the equipment evaluated by erbe. Any further info or the results of any equipment eval will be provided in a follow-up report.